Manufacturer narrative:
(B)(6). Concomitant: xl-105903, arcomxl 28mm rlc lnr hw sz23, unknown; 103533, ti low profile screw 6.5x30mm, unknown; 103531, ti low profile screw 6.5x20mm, unknown; 11-104152, mlry-hd 3hole rlc shl 52mm/l23, unknown; 104210, mallory head fem hap 10x155mm, unknown. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer.device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown.root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Requested but not returned by hospital.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient was revised due to dislocation. Attempts have been made and additional information on the reported event is unavailable.